Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption is increasing in a gradual fashion, consistent with capacitor degradation due to hydrogen gas content in the sealed device air space. Device replacement was recommended. The s-ICD remains in service and there have been no adverse patient effects reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption is increasing in a gradual fashion, consistent with capacitor degradation due to hydrogen gas content in the sealed device air space. Device replacement was recommended. The s-ICD remains in service and there have been no adverse patient effects reported. Additional information provided from the field indicated surgical intervention was performed and the s-ICD was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption is increasing in a gradual fashion, consistent with capacitor degradation due to hydrogen gas content in the sealed device air space. Device replacement was recommended. Additional information provided from the field indicated surgical intervention was performed and the s-ICD was explanted and will be returned for analysis. No additional adverse patient effects were reported.